Manufacturer narrative:
The reported issue is currently under investigation. The single board computer, video controller display adapter, and generator interface circuit boards along with the hard disk have been ordered for the repair. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the system 8800 required several attempts at initialization before becoming operational. Problem recurs each morning. It was further reported that the system could not retain the correct date and time. There was no adverse pt involvement reported. There was no pt info reported.